Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the cartridge compartment was found free of defects. The original complaint of a damaged cartridge compartment could not be duplicated. Unrelated to the original complaint, cracks were found in the battery compartment from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. Additionally, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.